Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split septum with small bore extension set, fixed nut had medication/leakage during use. No serious injury or medical intervention reported.

Event description:
It was reported that the bd q-syte¿ luer access split septum with small bore extension set, fixed nut had medication/leakage during use. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary:received one q-syte unit connected to an extension set. The unit was received along with a 10ml syringe and an open-empty package from lot 7004869.DHR review was performed on the following sub assembly lot numbers: 6323625 ¿ this lot number was built on qfa line 1 from 22nov16 through 26nov16.6328972 ¿ this lot number was built on qfa line 1 from 27nov16 through 29nov16review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product.visual/microscopic examination: ¿ damage (tears) was observed on the septum top disk slit ¿ damage (tears) was observed on the column wall. ¿ damage (tears) was observed on the bottom slit of septum (dissected it for evaluation).water leak test (mm-110):¿ attached the iso standard luer from the water leak test to the end of t the q-syte, leakage was observed on the actuated position, water leaked out of the vent hole. A definite source that caused damage to the column tear; which could have contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations.a formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. H3 other text : see section h.10.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd q-syte¿ luer access split septum with small bore extension set, fixed nut had medication/leakage during use. No serious injury or medical intervention reported.